Manufacturer narrative:
On 09dec2014 four sealed blisters were returned for lot # 3501510634. The parameters of the four lenses were measured and a visual inspection was performed. The lenses meet company standards for base curve, center thickness, and diameter. No other visual attributes were observed. The solution was also tested. The ph and conductivity were in specification. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings. (B)(6). (B)(6).

Event description:
On (B)(6) 2014, a letter was received by our firm from an eye care professional (ecp) who advised that he/she had a pt who had a corneal ulcer while wearing the acuvue clear contact lens (cl). The ecp did not confirm which eye(s) were affected and did not confirm if the pt saw an ecp for treatment. The ecp did not report that pt's wear schedule or replacement schedule. On (B)(6) 2014, a call was placed to the ecp for add'l info, but the ecp was busy. On (B)(6) 2014 a call was placed to the ecp's office. "The receptionist tried to search the file in their records, but could not find any complaints regarding this. Unable to find out who the doctor for the pt was, no further info obtained." It was advised that the product is available for return for eval, but it has not yet been received. This report is being captured as worst case based on the limited info received.

Manufacturer narrative:
A lot history review was performed and revealed the batch did not show any abnormalities in monomer and solution testing. All parameters tested were within spec. All sterilization requirements were successfully completed. If add'l info is received, will report within 30 days of receipt. Serious reportable event trends are reviewed quarterly in executive management review meetings.